Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery longevity of this pacemaker dropped significantly over last two checks. Boston scientific technical services (ts) discussed that it appeared to be increase in ventricular pacing over last two months. Also, the patient was in pacemaker mediated tachycardia (pmt), thus, suggested to extend the post-ventricular atrial refractory period (pvarp). Analysis showed that the increase in power consumption appeared to be caused by the right ventricular (rv) pacing rate going from nearly 0 percent to occasionally 100 percent. As of this time, the device remains in service. No adverse patient effects reported.